Event description:
Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: fluid; synovitis; pseudotumor; osteolysis (right).

Manufacturer narrative:
(B)(4)

Event description:
Allegedly the patient was revised due to the bfh conserve cup was loose and painful.

Manufacturer narrative:
Additional patient information received.